Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the device and the reported ventricular fibrillation could not be conclusively established through this evaluation. It was reported that the heartmate 3 left ventricular assist system (lvas) (serial number: (B)(6) will not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists cardiac arrhythmia and death as adverse events which may be associated with the use of heartmate 3 lvas. This document also lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient requested to turn off tachycardia therapies and was a do not resuscitate. The patient went into ventricular fibrillation and passed away due to cardiac arrest on (B)(6) 2023. The device operated as expected and the death was not considered to be device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was do not resuscitate (dnr) and went into ventricular fibrillation. The patient passed away due to cardiac arrest.